Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor pin on the 2008t machine broke and caused a rip in the tubing of the fresenius bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up with a user facility nurse and the biomed. The patient had already completed treatment on the 2008t machine when the reported issue was identified. A tear was identified in the blood pump tubing segment of the fresenius bloodlines upon removing them from the machine. The patient completed treatment without experiencing a serious injury or requiring medical intervention. The patient's estimated blood loss (ebl) was approximately 10 ml. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service without reoccurrence of the reported issue. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the blood pump module was returned to the manufacturer for physical evaluation. The sample was returned with no damage. An inspection on the rotor assembly (p/n f40014866; s/n (B)(6); lot 14/2023) found no discrepancies. All four guide sleeves are not loose nor damaged. There are no signs of debris on the guide pins. The returned blood pump module was installed on a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during the test. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported issue is not confirmed. The fluid leak could not be replicated during testing with the returned sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor pin on the 2008t machine broke and caused a rip in the tubing of the fresenius bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up with a user facility nurse and the biomed. The patient had already completed treatment on the 2008t machine when the reported issue was identified. A tear was identified in the blood pump tubing segment of the fresenius bloodlines upon removing them from the machine. The patient completed treatment without experiencing a serious injury or requiring medical intervention. The patient's estimated blood loss (ebl) was approximately 10 ml. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service without reoccurrence of the reported issue. The sample is available to be returned to the manufacturer for physical evaluation.